Event description:
On (B)(6) 2025, the healthcare provider (hcp) of the elderly end-user emailed requesting assistance with the user because they were struggling with securing the insulin cartridges into the ilet insulin cartridge chamber. While troubleshooting with the user, it was reported that he was hospitalized on (B)(6) 2024 with diabetic ketoacidosis (dka) due to the inability to secure the insulin cartridges. The user stated that they felt very lethargic and loss of appetite, so they called emergency medical services (ems) who transported the user to the hospital. The user was admitted with elevated blood glucose (bg) levels of 700 mg/dl. While at the hospital the user was treated with intravenous insulin and fluids. The user was released on (B)(6) 2024. No long-term health effects reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.